Manufacturer narrative:
The display was found slightly tilted in the case (perhaps due to a fall), and for this reason came in contact with the motor, with subsequent faulty connection. The display has been realigned. Device evaluated, repaired and returned to the distributor/user. No patient involvement. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,). Submission date of this report is over 30 days after the date of the event.

Event description:
The customer reported the pump's display was unreadable.